Event description:
It was reported that upon receipt of the unit, there was a foreign substance on the handset and tubing.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.